Event description:
It was reported that a balloon rupture occurred. A 5.0mm/50cm 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture within its specified pressure. The procedure was completed with a different device. There were no patient complications reported.